Manufacturer narrative:
(B)(4). Concomitant medical products: 42532006702 63009189 tibia cemented 5 degree stemmed right size d, 42521400514 62228452 articular surface fixed bearing posterior stabilized (ps) right 14 mm height, 42500606002 62918512 femur cemented posterior stabilized (ps) standard right size 6, 42-5400-000-32 62859184 psn all poly pat ply 32mm. Reported event was confirmed by review of x-rays provided. X-ray review indicates that the tibial component exhibits approximately 3-4° varus coronal alignment, which increases stress and increases risk of component loosening. There is radiolucency at the medial tibial tray metal-bone interface suspicious for loosening. General bone quality appears normal. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Per package insert persona-the personalized knee system, loosening and pain are known adverse effects of the tka procedure. Investigation results concluded that inadequate performance characteristics of the bone cement vary likely to be a result of incorrect/inadequate preparation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00455.

Event description:
It was reported the patient underwent a total knee arthroplasty. Subsequently, the patient experienced pain one year post-implantation. It was further reported the patient underwent a revision procedure approximately two years post-implantation due to pain and loosening. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.